Event description:
It was reported that nine days after a pacemaker implant, the patient reported that there was painful pulsation in the upper abdomen. Investigation showed asynchronous pacing and high thresholds. Outputs were set to a minimum and the symptoms went away. The device was later explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.